Manufacturer narrative:
Other applicable components are: product ID 74001 lot# n224331 implanted: (B)(6) 2009: product type adapter product ID 37752 serial# (B)(4) product type recharger product ID 37743 serial# (B)(4) product type programmer, patient product ID 3888-28 lot# l30121 implanted: (B)(6) 1992. Product type lead product ID 7495-25 serial# (B)(4) implanted: (B)(4) 1992. Product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going to have their device removed. Information received three years later indicating that the patient still had the device and that they were just thinking of having their device removed. The patient had reported that they had not used the therapy for 2 to 3 years or longer. It was noted that the patient was taking too much medication and would fall asleep with the ¿machine¿ on. In one instance, 1 to 2 years prior to the report, the patient had to go to the emergency room because the patient got the stimulation so high they got numb and urinated on themselves. The patient reported not being able to learn how to operate the equipment. It was noted that the patient was so medicated that they were not aware of what they were doing and the system was too advanced for them and too much to handle. It was also noted that the patient¿s wife was not able to keep up with taking care of the patient. The patient¿s system was reported to be turned off and was not being used. The patient reported that they were implanted with a pump instead in (B)(6). The patient was implanted for chronic low back pain. On (B)(6) 2017. Additional information was received from the patient reporting that their device was not working well and had been turned off. It was also reported that they were thinking of having it removed. The patient stated that they had a morphine pump in their stomach and a stimulator in their buttocks. It was clarified that it was only the implantable neurostimulator that had not been working for three to four years. It was stated that the patient wanted a different kind of device. It was reported that they had to sit and charge the stimulator for eight hours and that was too long for them. The patient was advised to follow-up with a healthcare provider. On (B)(6) 2017, additional information was received from the patient reporting that the stimulation had been off due to the patient being on a bunch of medications. It was also reported that they weren¿t able to use the system at the time, because it was too advanced for the patient to use. The patient then reiterated the report that they increased the stimulation so high that it numbed them and the patient urinated on the bed and they went to the emergency room to address it. They then turned the stimulation off. It was reported that this occurred maybe five years ago or more and that the patient was not currently using the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.